Event description:
On the initial report received by aso on 08/19/2024, the consumer stated that when she removed the product, her skin was removed, and busted capillaries on her nose. We received completed customer information request (cir) from the consumer on 08/30/2024. The consumer stated that the product broke capillaries from the tape and strip expansion. Per cir the consumer states that the doctor recommends laser treatment.

Manufacturer narrative:
As 09/23/2024 returned product and retained samples were submitted to the lab with no defects noted. In addition, aso reviewed records of satisfactory biocompatibility tests for this type of product with no issues noted. Refer to section b.6 of this report for further details. UDI notes: the expiry date is not present on the device label.